Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this mentor manufacturer's report number 1645337-2020-08112 is a duplicate of mentor manufacturer's report number 1645337-2020-03547. Hence, any additional information will be reported under the manufacturer's report number 1645337-2020-03547. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5094112 that a female patient of unknown age and race underwent unspecified breast surgery with unknown size unknown saline implants on both sides in 2004 and experienced bilateral breast pain and generalized illness symptoms including breast swelling, nipple and arm hurt, bloodwork showed high calcium and high iron, joint problems and pain, drained, feel like dying, nose bleeds, dizzy, temperature sensitivity, teeth decayed, lymph nodes are swollen, miscarriage, fast heart rate, throwing up, teeth are falling out, hair is falling out, dizzy, blacking out, and off balance. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.